Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. At the time of the event, the patient was using a tandem t: slim x2 insulin pump. On (B)(6) 2026 at approximately 1:00 pm, while walking outdoors with her father and sister, the patient checked her cgm, which displayed a glucose value of 78 mg/dl. Suspecting the cgm reading was inaccurate, she performed a fingerstick blood glucose (fsbg) measurement, which showed 42 mg/dl. She immediately consumed candy in response to the low reading. Shortly thereafter, the patient experienced loss of consciousness (loc) and began having a seizure. Her father placed her in the recovery position. No medications or treatment were administered during the seizure. A passerby contacted emergency medical services (ems). Upon ems arrival, no fsbg measurement was performed, and the patient was transported to the emergency room (ER). In the ER, an fsbg measurement was obtained; however, the patient was unable to recall the value. She also could not recall the cgm reading at that time. The patient was given orange juice and remained in the ER for approximately 10 hours. An fsbg was reportedly obtained prior to discharge, though the patient could not recall the result. She reported feeling well upon discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.